Event description:
The account's maintenance stated the bed has no head down function. He has replaced the pendant and head actuator but the issue remains.

Manufacturer narrative:
The account's maintenance replaced the pendant extension cable to repair the bed.